Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg over 500 mg/dl). Insulin injections were administered to address bg. Cause of elevated bg was not known; however, customer alleged pump may have been cause. System check was performed with tandem technical support and no device issues were identified. Customer reverted to using manual injections for insulin therapy.